Event description:
I believe I have sustained a brain injury from a so-called safe treatment, tms. Transcranial magnetic stimulation. I was on zero psych meds before and am now on 3 to manage the horrific symptoms it has caused me which I outline below. My pleas to remap or lower the intensity were ignored on a daily basis. I trusted the staff to do the right thing and as my health declined rapidly and they did nothing! I even asked them several times to report my experience as an adverse event but I don't believe they did. I've heard of another case like mine but the person stopped the treatments and recovered fairly quickly. It's been 6 months of hell for me. I have requested testing like a brain MRI and evaluation by a neurologist multiple times and with multiple providers for months. So far, it's not being done. I have had 5 steroid injections in my back to try to get relief of the terrible nerve pain in my legs and feet primarily and developed low back pain. None of them have worked. Tms treatments were done at (B)(6) clinic (B)(6). Phone is (B)(6) and is overseen by dr (B)(6). I submitted an incident report to management. I was so ill that I wasn't capable of even writing this for the last 3-4 months. I have since learned I am not alone in this. When people google tms all you see it the positive and that it has no known serious side effects. That's not true. Please look into these machines. This procedure has ruined my life and I fear I will never be normal or have a normal life again. Not to mention the fact that I will have to taper off of 3 psych meds I never wanted to take, ever! Please not that no testing has been done for this. I started tms treatments at (B)(6) clinic (B)(6) 2025. I was told it is a safe drug-free treatment for depression. I was rushed through the process and believe true informed consent didn't take place. I immediately started having sleepless nights and day 4 or 5 I developed strong tingling in my lower legs lasting for several hours. I told the ma doing the procedure that it was "too much" and I felt "like my brain was being overstimulated". The doctor came in and spoke with me and said it wasn't the tms and sent a prescription for pregabalin to the pharmacy but it took 6 days and I didn't pick it up. The nerve symptoms temporarily went away. A couple weeks later I found I was crying every day for no apparent reason. I thought it was situational grief at the time but no longer believe that. Day 16 I was shaking and crying and again saying "it's too much" but was talked into continuing saying "it's a tms dip". I trusted them to do the right thing.over the 36 sessions I reported a fullness in my head and I started experiencing fear and anxiety I've never had in my entire life (69 yo) which became worse over the months following tms. I had my first ever full-blown panic attack two days before completing tms. I was completely incapacitated for 3 months. I didn't sleep more than 3 broken hours a night for over 6 weeks. I woke up in drenching panic attacks. I couldn't eat and lost 22#. I couldn't control my body temp and had waves of horrific fear and anxiety all day long. Went from being on no meds to having to take 3 to manage symptoms. Lorazepam, vilazodone, seroquel. For months I've been seeing med manger weekly "trying to keep you out of the hospital". I have no life. Can barely do the necessities of living. The nerve pain in my legs and foot numbness is unbearable. I still can't watch tv or really read much. Completely overwhelmed. I believe I have sustained a brain injury like a severe concussion or tbi. My symptoms are exactly like a brain injury.